Event description:
While attempting to fire a cs29 stapler via an idrivec in a laparoscopic sigmoid resection procedure, the initial press of the close/fire button of the idrivec did not result in an immediate firing of the device. After repeatedly pressing this button, the stapler was eventually fired.

Manufacturer narrative:
The patient's age and weight are unknown. (B) (4). The returned idrivec was visually and functionally evaluated, and met the requirements for both. When tested the device was capable of firing a cs29 into 4 layers of foam without any unintended issues. There were no unusual noises; the root cause of the reported non-conformance could not be determined. (B) (4)